Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor reported a leaking issue to infutronix on (B)(6) 2019. The event date was (B)(6) 2018. No patient injury occured for this case. No information was received by infutronix regarding the medication infused at the time of the event, lot number of the device, or the expiration date of the device. The contract supplier of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00001).

Manufacturer narrative:
The reported leaking issue was confirmed. Infutronix received the evaluation report from the service provider on (B)(6)2019. Dried white substance considered to be 5fu was observed on part of the tubing connection. Coloured water was used to test the set for a specific leaking site. It was confirmed that the leaking issue was located at the distal connector of the cassette. Infutronix requested information from the distributor about the lot informaiton for the devices that were sold to the initial reporter and inquired about the availability of samples within the same lot for investigation. The distributor replied to infutronix on (B)(6)2019 that 1 case of administration set (lot # 1805002) and 2 cases of administration set (lot # 1809002) were sent to the initial repoter from september, 2018 to december, 2018 but no remaining samples were available for further investigation.